Event description:
The extension set became disconnected from threaded lock cannula. The disconnection occurred at end of extension set where sliding collar is located.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted.